Event description:
Discrepancies in icp catheter reading. Large fluctuations. Similar issues with the new catheter inserted after. Time of implantation: (B)(6) 2025. Position checked: (B)(6) 2025. Time of explanation: (B)(6) 2025.

Manufacturer narrative:
Visual inspection : general aspect compliant, blood deposits on the catheter. Correct position of microwire. Functional test : monitoring during 3 days. Slight interference appears on the second day and seems to increase slightly on the third; before the connection is lost, the signal appears to intensify slightly. After several days of laboratory testing, no noise phenomen is observed. Traceability : last functional testing compliant on 01/13/2025.

Event description:
Discrepancies in icp catheter reading. Large fluctuations. Similar issues with the new catheter inserted after. Patient returned to operating room on (B)(6) 2025 with high icp for an external ventricular drain. Time of implantation: (B)(6) 2025. Time of explanation: (B)(6) 2025.